Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving 15 mg/ml of hydromorphone at 9.498 mg/day and 6 mg/ml of bupivacaine at 2.5991 mg/day via an implantable pump for degenerative disc disease and spinal pain. On (B)(6) 2017, it was reported that the patient's pump experienced multiple motor stalls and recoveries. The pump stalled on the (B)(6) recovered on the (B)(6), and then stalled again on the (B)(6). It was confirmed that the patient had not recently had an MRI and no emi/magnetic sources were present. It was reported that they were not planning on replacing the pump as the patient was on blood thinners. The patient's healthcare provider opted to have the patient's pump turned off. No symptoms were reported. No further complications were reported. The patient¿s concomitant medications included blood thinners at an unknown dosage.

Manufacturer narrative:
Date for follow up #02 is also (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the pump was shut off. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.